Event description:
It was reported that during central processing, user noticed that the permanent cautery hook's distal tip was melted. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer¿s report that the distal tip was melted. The returned instrument showed thermal damage at the distal clevis and the monopolar yaw pulley, with charring and material burnt off near the distal tip. Adjacent components around the yaw pulley and distal clevis also showed thermal damage. The conductor wire insulation remained intact, and the instrument passed electrical continuity testing.